Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, an instance of noise was observed on the atrial lead. The noise could not be reproduced. All other electrical values were stable. The patient would continue to be monitored.